Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that blood glucose was high while working on carelink. Patient's blood glucose at time of incident was 272 mg/dl. Patient's current blood glucose was 166 mg/dl. Customer had nausea and vomiting. On (B)(6) he was 329mg/dl and today he was at 303 mg/dl of blood glucose. The customer treated for high blood glucose by taking as much fluids as he can. Has not been using pump for boluses but they've been using the pen. The customer was hospitalized on (B)(6). The customer¿s blood glucose value when admitted to hospital was unknown. The customer was wearing the pump at time of hospitalization. The customer reported that they were hospitalized on (B)(6), and got out on (B)(6). Back in december, he was hospitalized because he would not stop vomiting, he was hospitalized for diabetic ketoacidosis in the past and they have been concerned for diabetic ketoacidosis. The customer declined troubleshooting for pump. The insulin pump will not be returned for analysis.